Event description:
It was reported that on (B)(6) 2026, a 29 mm navitor vision valve was selected for implant using an unknown flexnav delivery system (ds). During the procedure, the valve was not deployed after three attempts because of its non-uniform expansion. The device was replaced and able to be implanted successfully. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was discharged.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.